Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via an iol reply card "wasted, lens scratched". Additional information was provided by a nurse, who reported that the event occurred during the surgery. According to the surgeon, the device did not cause or contribute to a serious patient injury. No injury sustained.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a specified cartridge, which is not qualified for use with this lens model. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The root cause is most likely related to a failure to follow the directions for use. The account used an unqualified lens//cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).